Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. Pt was revised from an eon to a mini due to ipg migration and discomfort at the pocket site. This has happened again to the pt's current ipg. The doctor plans on revising the pocket and reusing the current ipg. Pt has stimulation. Pain is present when the ipg is on and off.